Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 532 mg/dl. The pump is suspending itself after bolusing and he will have to resume the basal delivery. Customer treated the high with the insulin pump. Customer stated that, he was having trouble with the pump. The pump was going suspend after bolusing. Customer advised to report issues to the help line at the time of the event so we can troubleshoot and determine the cause. The insulin pump will not be returned for analysis.